Event description:
It was reported that while removing a 12 fr foley catheter the catheter stuck at the end of the patients urethra. The user tried to cut the foley and removed it without success. Later the catheter was surgically removed and upon removal it was noted that the balloon had a fold on itself leaving a hard ring around the balloon. No blood was noted after removal and there was no painful urination.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to operator error (incorrect time for sac curing). The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was unable to review due to the unknown product code. Although the product family was unknown the (foley catheter) ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that while removing a 12fr foley catheter, the catheter got stuck at the end of the patient's urethra and it would neither advance nor withdraw. User tried to cut the foley but it was failed. Later, the catheter was surgically removed and upon removal, it was noted that the balloon had a fold on itself leaving a hard ring around the balloon. No blood was noted after removal and there was no painful urination.